Event description:
The report is from the study. The pt was a female with 2 vessel disease and a history of hypertension, diabetes mellitus, and peripheral vascular disease. The indication for the index procedure was stable angina pectoris. The first target vessel was the mid left anterior descending branch. The vessel diameter was 2.5mm and the lesion length was 11mm. Pre-procedure stenosis was 80%. The lesion was de novo, irregular contour, concentric and had heavy calcification. The lesion was pre-dilated with a 2.5x10mm balloon at 10 atm, after direct stenting had failed. A device was deployed at 12 atm. Post-procedure stenosis was 0%. The 2nd target vessel was the obtuse marginal. The vessel diameter was 2.5mm and the lesion length was 8mm. Pre-procedure stenosis was 90%. The lesion was de novo, irregular contour, concentric and had heavy calcification. The lesion was not pre-dilated. A device was deployed at 12 atm. Post-procedure stenosis was 0%. The pt was discharged 2 days later. Three days after the index procedure, that pt experienced angina pectoris. Six days later an angiography was conducted and a dissection was observed after the stent in the lad. There was no restenosis on the index cyphers. An additional cypher was placed to treat the dissection. The pt was followed up at one month and she was asymptomatic.

Manufacturer narrative:
This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.